Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had low bipolar impedance. This was on contact 0-1. No factors led or contributed to the issue. Before fixation with the stimloc the healthcare provider ran an intraoperative impedance check with the twistlock cable and found that contact 0-2 was too low in impedance. After that, the neurosurgeon checked with the lead of the other hemisphere and those values of impedances were right (so the twistlock cable was operative). They also performed multiple reconnection of the twistlock but the impedance remains low. The lead was replaced with another one and the issue was resolved. The lead was never implanted and was discarded by the customer.